Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient experienced a sudden change in their perceived stimulation intensity during stimulation treatment targeting their bilateral l4 spinal nerves, ultimately leading to a fall. The patient reports that they believe the device changed the setting on its own without any user input. The patient was admitted to the hospital following the fall for evaluation of their injuries. Given that they hit their head during the fall, imaging was reportedly performed to assess any potential brain injuries; however, no evidence of a brain injury was found. The patient was, however, diagnosed with a broken clavicle and provided with a sling for immobilization treatment. No information was available regarding any additional interventions prescribed during the patient's hospitalization (e.g., pain medications). Per investigation of this complaint,, it is suspected that the patient's hand-held remote may have had a malfunctioning right-side push button (i.e., the button used to increase stimulation intensity). It is further suspected that the reported issue is likely attributable to a defective switch, specifically the s1 switch on the 80025 pcba. Note that the patient's original hardware (external pulse generator and hand-held remote) had not been returned for inspection at the time of this investigation, therefore a definitive root cause of the reported issue could not be identified. The patient received a new external pulse generator (epg) & paired hand-held remote and elected to continue receiving stimulation treatment for the duration of the planned therapy. A representative in contact with the patient noted observing the patient's knees buckling when stimulation intensity was increased by 3-4 units. The patient's replacement epg was programmed with set maximum intensity values below the threshold at which an undesired motor response was observed to occur. No specific information regarding resolution of the issue was available at the time of this investigation. However, given that the patient elected to continue using stimulation treatment, no lasting adverse effects are anticipated.

Event description:
Patient reported experiencing a spike in stimulation which caused him to fall, hit his head, and break his collar bone.